Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one button has intermittent response. The patient's blood glucose at the time of incident is unknown. No further details were given. The insulin pump is in warranty and will be returned for analysis. A replacement device was shipped to the customer.